Manufacturer narrative:
Records indicate this product remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual increase in shock impedance measurements, including high out of range shock impedance measurements. There were no stored episodes with noise and pace impedance measurements were within an acceptable range. In clinic high impedance was able to be reproduced with arm movement along with myopotential noise. The noise was not sensed by the device. It was discussed movement may be causing a change in position of the coil. The nonsustained ventricular tachycardia (vt) alert was programmed on for continued monitoring. No adverse patient effects were reported.